Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the evis exera iii xenon light source unit did not recognize the 180 scopes. The issue was found during an unspecified procedure. The intended procedure was completed with another similar device. The were no reported delays. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of ¿unit does not recognize the 180 scopes¿ was not confirmed. The evaluation inspection found the front panel mouth was cracked and chipped. There was corrosion on the bottom of the chassis. The main power switch required to be upgraded. The non-olympus lamp life meter was reading over 500+ hours. The lamp life was expired. The incorrect lamp bolts were used. There was corrosion inside the scope socket tubing. The investigation is ongoing [and follow up with the user facility is currently being performed]. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.